Event description:
It was reported that the catheter heats up quickly. During a radiofrequency (rf) procedure to treat atrial flutter, a blazer prime xp temperature ablation catheter was used. It was noted that the catheter heats up quickly. The catheter was then pulled out of the patient's body and cleaned, but after 2 to 3 applications, the problem was not resolved. Another of the same device was used, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that the issue occurred after the first ablation during the procedure. At that time, the temperature reached approximately 60c while the power was between 15 and 20 w; however, the physician intended to perform ablation at 40 w. The problem first became evident approximately five minutes into the procedure. The total ablation time is unavailable, as it could not be recalled. The issue was persistent and occurred consistently rather than intermittently. Information regarding the connection box version was unavailable. The system in use was an intellagen generator, and the ablation was performed in temperature control mode. The reported issue involved high temperature, with ablation power set to 40 w. No generator resets were observed, and no error messages or numerical codes were displayed during the procedure. There were no contributing environmental or anatomical factors identified, and no photos of the catheter lab setup were available.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported observation of " cath-poor temperature control - higher than expected" was unable to confirmed through investigational analysis. Device technical analysis: the device was returned for analysis. The device does not have visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed, and the device meets specification. A radiofrequency (rf) ablation test was conducted, and the ablation was verified by using the maestro generator 4000, and the device was found within specifications. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the blazer hazard analysis was completed and confirmed that the event of " cath-poor temperature control - higher than expected" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific's investigation findings identified the most probable conclusion code of "no problem detected" since the investigations findings clearly confirm that there was no problem with the device.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter heats up quickly. During a radiofrequency (rf) procedure to treat atrial flutter, a blazer prime xp temperature ablation catheter was used. It was noted that the catheter heats up quickly. The catheter was then pulled out of the patient's body and cleaned, but after 2 to 3 applications, the problem was not resolved. Another of the same device was used, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was further reported that the issue occurred after the first ablation during the procedure. At that time, the temperature reached approximately 60c while the power was between 15 and 20 w; however, the physician intended to perform ablation at 40 w. The problem first became evident approximately five minutes into the procedure. The total ablation time is unavailable, as it could not be recalled. The issue was persistent and occurred consistently rather than intermittently. Information regarding the connection box version was unavailable. The system in use was an intellagen generator, and the ablation was performed in temperature control mode. The reported issue involved high temperature, with ablation power set to 40 w. No generator resets were observed, and no error messages or numerical codes were displayed during the procedure. There were no contributing environmental or anatomical factors identified, and no photos of the catheter lab setup were available.